Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a fracture fixation surgery for a shaft fracture utilizing a va-lcp anterior plate. There was a union of fracture after12 weeks duration and reported post-operative complication was prolonged pain . Patient outcome is unknown. No further information is available. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: 10). This complaint involves eleven (11) devices. This report is for (1)3.5mm lcp sup ant clavicle pl w/lat extn 4h/rt/81mm. This report is 1 of 11 for (B)(4).